Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two proglide devices related to an interventional procedure. Reportedly, when removing the plunger the suture did not appear with both devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed as the required components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In some cases, multiple misses are generated likely due to the factors associated with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number. Corrections: e1 - initial reporter establishment name: updated from (B)(6) hospital e1 - address 1: updated from unknown to (B)(6). E1 - city: updated from unknown to (B)(6). E1 ¿ postal code: updated from unknown to (B)(6).

Event description:
Subsequent to the initial report, additional information was received. It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure with a 6fr sheath. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
H11 correction: subsequent to filing the previous MDR report, it was noted that the IFU statement for code 2017 - failure to follow steps / instructions was inadvertently left out of section h11. Reportedly, the proglide smc device was used without a prior femoral angiogram. It should be noted the electronic proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported violation of the IFU caused the reported difficulties.